Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys pth stat immunoassay result for one patient sample. The initial result was 15.06 pg/ml. The repeat result using a separate cup was 279.3 pg/ml and the repeat result using the recentrifuged primary tube was 274.6 pg/ml. The erroneous result was not reported outside of the of the laboratory. There was no allegation of an adverse event. The reagent lot number was 26050002 with an expiration date of 31-dec-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.